Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the pump was reset and the malfunction alarm was cleared, however, pump time was incorrect. Customer corrected the time and successfully resumed insulin delivery. Customer¿s blood glucose level was approximately 200 mg/dl.